Event description:
It was reported that the insulin pump did not give the numbers during filling. The insulin pump alarmed during the prime process. The blood glucose reading was 76 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime test due to cracked end cap. No prime alarm noted. Drive support disk was inspected and no anomaly was noted. The insulin had a scratched display window, broken battery tube threads, cracked reservoir tube lip and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.